Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer reported a no image issue on the monitor. In troubleshooting, customer confirmed the 3rd party video cable only worked when it was plugged into the component ports on both the monitor and the video system center. When the non-olympus cable was connected from the video system center serial digital interface (sdi) input port on the monitor the monitor displayed unknown. Customer also confirmed that when used the correct sdi input on the monitor, he also had port a correctly selected on the monitor. Tac advised to use the sdi cable (22 m).the customer was then able to find a digital visual interface (dvi) cable that was both suitable for the length needed and provided good video quality that was in stock. The connection was secured and issue was then resolved through troubleshooting and device return is not expected. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image. There were no reports of patient harm. This report is linked to the patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that: no image occurred due to the use of a non-olympus cable when connecting to the video processor. Olympus will continue to monitor field performance for this device.